Event description:
Pt has had increased pain the last few months with continued weakness in the right hip. Pt had a right hip revision in 1998. Pt was admitted for a revision right hip arthroplasty due to failure of the stem. During the procedure the surgeon discovered the stem to be loose and all the components were removed and replaced.